Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 became "exposed and separated" during branch ligation. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that upper half of the cold silicone jaw boot was peeling off. The jaws had minimal signs of clinical usage. There was some evidence of blood. Based upon the visual observations, the reported complaint for "jaw exposed" was confirmed as a jaw boot peel issue. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).